Manufacturer narrative:
This supplemental report is being submitted to correct the product code for the subject device from fdf to fds.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported blurry image issue could not be determined, however, the issue was likely the result of the ingress of water during user handling. The event can be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿. ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis exera iii gastrointestinal videoscope entire image was blurry. The subject could not be recognized, and the image did not return. The event occurred during preparation for use. There was no report of patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The image was flickering intermittently. In addition, the biopsy channel had a leak. The switch button 1 had a cut. The plastic distal end was dented. The light guide lens had cracked. The insertion tube had dents. The light guide tube had a dent. The play of the up/down and right/left angulation control knobs were loose. The bending angle had reduced angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.